Manufacturer narrative:
The procedure was an elective case. The target lesion was at the proximal to mid right coronary artery (rca). The vessel was a de-novo and a total occlusion. Lesion classification was type c. The lesion length was approx 60 mm and the vessel diameter was 2.5-3.0mm. The info of pre-dilatation is unk. The first 2.5 x 28 mm cypher stent was implanted. A second 3.0 x 33 mm cypher stent was implanted proximal to the 1st cypher stent and overlapping it. The inflation pressure and time were unk. The info of pre-dilatation, ivus, the residual % of stenosis, timi flow before the procedure, and act are unk. This is one of two prods being reported for the same event. Please reference mfg reports #: please note; device is distributed outside the united states. However, it is similar to the united states prod. Any add'l info will be submitted within 30 days of receipt.

Event description:
Notification was rec'd from the affiliate indicating that twenty-seven mos post index procedure, the pt came to the hospital for f/u. The pt was not showing any symptoms. A coronary angiogram was conducted and thrombus was observed inside both cypher stents. Restenosis was observed at the overlapping portion twenty-three days later, the thrombus was treated. To treat the thrombus, urokinase was administered (480,000u) and plain old balloon angioplasty was conducted with a 2.5 x 20 mm balloon. Inflation pressure and time was unk. Then a tsunami bare metal stent was implanted at the overlapping portion. The pt recovered and was discharged four days later. Physician's comment: the possible cause of the thrombotic event was due to in-stent restenosis.